Manufacturer narrative:
(B)(4). G2: foreign - event occurred in france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during sterilization, the handle was stuck. It was confirmed that the handle was blocked and could not perform the up and down motion. There was no patient involvement. Due diligence is complete.